Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unknown number of false negative results with the binaxnow covid-19 antigen self test. Confirmation testing was performed with an unknown platform and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.